Manufacturer narrative:
Physio-control contacted the customer to request additional information on the patient. The customer informed physio-control that no further patient information is available. Patient fields in which information is not provided were intentionally left blank. Physio-control evaluated the customer's device but was unable to duplicate the reported issue. As a precaution the battery pins were replaced. After other unrelated repairs were completed, proper device operation was observed through functional and performance testing. The device was returned to the customer for use. The service representative reviewed the codestat record of the device and confirmed the device loss power. The cause of the reported issue could not be conclusively determined.

Event description:
The customer contacted physio-control to report that their device powered off twice by itself during a patient event. The customer advised that after each power off, they were able manually power the device back on. This occurred when monitoring a patient. The customer advised that there were no adverse effects to the patient as a result of the reported issue.

Event description:
The customer contacted physio-control to report that their device powered off twice by itself during a patient event. The customer advised that after each power off, they were able manually power the device back on. This occurred when monitoring a patient. The customer advised that there were no adverse effects to the patient as a result of the reported issue.

Manufacturer narrative:
Physio-control evaluated the electronic download of the customer's device and observed that one of the inappropriate loss of power followed a high current function. Physio determined that the potential cause of the reported issue was due to worn battery pins which caused increased resistance resulting in the loss of power.